Event description:
It was reported that one day post implant, the patient had chest pain and shortness of breath. A pericardial effusion was discovered. The right atrial (ra) lead had high threshold. The lead was explanted and was replaced days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. Concomitant: a2dr01 implantable pulse generator (ipg) (B)(6) 2013 5086mri52 implantable pacing lead (B)(6) 2013. (B)(4).